Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (gelled belt, "adjust belt" messages, service code 204 - belt unusable) was confirmed. As received, the electrode belt would not communicate with a monitor. Upon investigation, there was corrosion on the j702 connector and on the dn pca board. The cause for the test failure was isolated to the corrosion on dn pca board. The root cause of the corrosion was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it had gelled and that a patient was receiving "adjust belt" messages and service code 204 (belt unusable).